Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited "alarm about connection issues". It was reported that the patient checked the clamps and tubing and there were no problems, but the pump continued to alarm. Subsequently, the patient switched to back up pump. No reported adverse effects.